Manufacturer narrative:
Conclusion: user error contributed to the event. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude, nor the reservoir to completely fill.

Event description:
International customer reported that a patient developed cardiac tamponade from a blood clot, approximately eight hours following cardiac surgery. The patient was returned to surgery for evacuation of the pericardial clot. The surgeon opines that the suction did not traverse to the drain.